Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken. Encoder flex is out of mechanical specification.

Event description:
It was reported that during a six-month interval check the external pacemaker had no output. The device had not been used for over a year. The device was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.